Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device¿s sleep/wake button was intermittently unresponsive, requiring prolonged press during troubleshooting to regain responsiveness, and later was reported as nonfunctional, with discussion of documenting the issue via video and arranging replacement supplies after troubleshooting and education were completed. Symptoms included no reported adverse clinical effects and blood glucose remained within range. Outcomes included no alerts or alarms and no hospitalization. Investigation included customer troubleshooting guidance and functional checks that temporarily restored button function. Investigation of this case revealed an unresponsive sleep/wake control consistent with a hardware interface issue affecting the device¿s physical button. It was concluded, based on previously established findings for similar reports, that the cause was likely device mechanical wear or intermittent button failure.